Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was not visually observed in the dialysate. Test strips were used to confirm and the machine alarmed. Strip tested positive from the red hanson dialyzer. Estimated blood loss was less than 300 ml. Patient had no adverse effects and no medical intervention was required. Patient completed treatment on a different machine. Sample has not been returned to manufacturer.